Event description:
Meter name: ot ultra. Strip name: ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were obtaining inaccurate readings and insulin was increased due to inaccurate readings. Their meter allegedly was inaccurately high. The result on their meter was 272mg/dl. There were no other tests or comparisons noted. Not treated.